Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power and communication cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cable has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic interface power and communication cable was damaged. There was no patient present when this issue was identified. No additional information was provided.